Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12028, reference MFR report #1627487-2015-12029, it was reported the patient receives a shocking sensation in her arms when stimulation is on. The patient also lost stimulation in her neck and upper back. Diagnostic testing revealed low impedances on all but one of the contacts. X-rays were done but results are not known at this time. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12028 reference MFR report #1627487-2015-12029 it was reported the patient's lead was explanted and replaced with a different model of lead. The patient's issue is resolved.